Manufacturer narrative:
Device not returned

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose level was 346 mg/dl. The customer reverted to an alternate method of insulin therapy.